Event description:
On (B)(6) 2011 the pt reported he found insulin in the cartridge compartment of the infusion device during a cartridge change. The pt stated the insulin cartridge was leaking. He cleaned the cartridge compartment with a cotton swab. No physiological effects were reported. The pt did not require treatment for a healthcare professional or second party to address the issue. The insulin cartridge was discarded. The infusion device was replaced and requested to be returned for eval.